Event description:
The pt's mother reported that her son's arm was irritated and red at the infusion site. She said that his arm was swollen and hard, and that they would be going to the doctor the next day. She said that the pod had been discarded, and she did not have the lot number. In a follow-up call after the doctor's appointment, the pt's mother said that the site was infected, and the doctor had prescribed an antibiotic. She said that her son's blood glucose readings were normal, and that he was wearing a new pod without further issues.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported site infection. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water. Keep sterile materials away from any possible germs," and it cautions, "if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises, "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."